Event description:
It was reported that during implant, the physician put in the lead and took off the catheter. In a moment, the lead was moved and the catheter was broken and the physician noticed the presence of a metal wire that was "not normal to have this wire on the catheter and it [caused] a lot of problems". A new catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and the manipulator wire was pulled through lumen wall. It was also noted that there was blood on the catheter, the catheter was kinked, and the lead was damaged at implant. The analyst also noted that the def catheter was slit spirally (a technique issue) and the manipulator wire was snagged at 34 cm from the handle making it damaged at implant. The slitter was not returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.